Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced suicide ideation. The patient was admitted to the emergency department on (B)(6) 2013 for inpatient treatment. The patient was reported to have "underwent a full psychiatric evaluation and medication adjustment." The patient was discharged on (B)(6) 2013 with "resolution of suicide ideation." The patient had previously been admitted and discharged for suicide ideation as reported in MFR report # 3004209178-2012-07778 and MFR report # 3004209178-2012-07779. A supplemental report will be filed if additional information becomes available. Please see MFR report # 3004209178-2013-03630 for information on the patient's other device.

Manufacturer narrative:
Product ID, 7482a40 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 7482a40 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 3387s-40 lot# v690087, implanted: 2011 (B)(6), product type lead product ID, 3387s-40 lot# v855467, implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).